Event description:
It was reported that the 9800 system intermittently would not boot up prior to a case. The 9800 system had to be rebooted and the procedure was completed without incident. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The cpu and the software upgrade were installed during the service call. The system was tested and found to be working as intended and put back into service.